Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer steerable delivery sheath. Initial measurements and assessments of the left atrial appendage (laa) were done per IFU using transesophageal echocardiography (tee). 4d intracardiac echocardiography (ice) was used for the procedure. The delivery sheath was inserted and advanced into the laa. The decision was made to not inject contrast. Based on the ice images and after visualization and measuring of the laa the 25mm occluder was chosen for implant. The device was prepared per IFU. The occluder was deployed. The occluder was viewed in all four views and no leaks were detected. A tug test was performed. Close criteria were met. It was noted that there was difficulty to confirm the precise location of the left circumflex coronary (lcx) artery in some views. It was also noted that the lcx looked different due to how it was sliced. The 4 ice reps confirmed the occluder was in the correction location from multiple views and 3d imaging. The occluder was released from the delivery cable. Upon review of tee imaging it was observed that the device was released into the pulmonary vein and not the laa. The occluder was removed from the pulmonary vein via transcatheter snare. A new 22mm amplatzer amulet left atrial appendage was implanted using tee imaging and angiograms. The patient remained hemodynamically stable. There were no clinically significant delays in the procedure. The patient did not present with any clinical signs or conditions. The patient was stable. No additional information was provided.

Manufacturer narrative:
An event of use of device problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported use of device problem appears to be related procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer steerable delivery sheath. Initial measurements and assessments of the left atrial appendage (laa) were done per IFU using transesophageal echocardiography (tee). 4d intracardiac echocardiography (ice) was used for the procedure. The delivery sheath was inserted and advanced into the laa. The decision was made to not inject contrast. Based on the ice images and after visualization and measuring of the laa the 25mm occluder was chosen for implant. The device was prepared per IFU. The occluder was deployed. The occluder was viewed in all four views and no leaks were detected. A tug test was performed. Close criteria were met. It was noted that there was difficulty to confirm the precise location of the left circumflex coronary (lcx) artery in some views. It was also noted that the lcx looked different due to how it was sliced. The 4 ice reps confirmed the occluder was in the correction location from multiple views and 3d imaging. The occluder was released from the delivery cable. Upon review of tee imaging it was observed that the device was released into the pulmonary vein and not the laa. The occluder was removed from the pulmonary vein via transcatheter snare. A new 22mm amplatzer amulet left atrial appendage was implanted using tee imaging and angiograms. The patient remained hemodynamically stable. There were no clinically significant delays in the procedure. The patient did not present with any clinical signs or conditions. The patient was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.